Manufacturer narrative:
Clarification to b3 -- partial date of may/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "suspected rupture" diagnosed via ultrasound. Later, healthcare professional reported "implant rupture". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported left side "suspected rupture" diagnosed via ultrasound. Later, healthcare professional reported "implant rupture". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "suspected rupture" diagnosed via ultrasound. Healthcare professional later reported "implant rupture". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical impact opening. As per the investigation procedure, crease, wear abrasion and non penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, g1, h3, h6.